Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause could not be determined and complaint is unconfirmed.

Event description:
It was reported that during use of the pen ndl 32g 4mm hp 100 box fr the needle was clogged and the injection could not be made. Foreign complaint the following information was provided by the initial reporter, translated from french to english: needle clog. Injection could not be made.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ndl 32g 4mm hp 100 box fr the needle was clogged and the injection could not be made. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: needle clog. Injection could not be made.